Event description:
It was reported that the procedure was to treat a highly calcified and highly tortuous lesion in the left anterior descending artery. During post-dilatation of a xience xpedition stent, an unspecified balloon catheter was used and several inflations were performed. A 4.0x12 mm nc trek balloon rx dilatation catheter (bdc) was advanced for additional dilatation and met resistance with an unknown balance middleweight (bmw) guide wire. Reportedly, contrast was suspected on the bmw guide wire which may have contributed to the resistance between the bdc and the bmw guide wire. The bdc could not be withdrawn over the guide wire as the bdc was bound to the guide wire; therefore, the bdc and guide wire were removed as a single unit from the patient anatomy. A new same size nc trek was used to post-dilate and successfully complete the procedure. Post procedure the guide wire was intentionally cut in an attempt to remove the guide wire from the bdc. A portion of the bmw guide wire with the hemostats attached will be returned. There was no adverse patient effect. There were no other device issues. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulties could not be tested due to the condition of the returned device. Based on visual ad dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The bmw guide wire referenced is being filed under a separate medwatch MFR number.